Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 192453 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 192453, test base part number 195-430h / lot 188883. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 192453 showed that the complaint rate is 0.00129%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could be related to the specific patient samples. H3 other text : single use; device discarded.

Event description:
The customer reported four (4) false positive results with the binaxnow covid-19 ag card for multiple tests performed on the same patient over two dates. This MFR. Report addresses test three (3) of four (4). The customer reported a false positive result with the binaxnow covid-19 ag card performed on (B)(6) 2023 on a nasal sample. Confirmation pcr testing (unknown platform) was performed on a nasal sample and generated negative results. The customer stated the patient was placed in isolation for a week. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.